Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during acl procedure, when using the fast-fix 360, the t1 did not deploy as it should; the device was removed and it was evident that the internal needle was protruding from the outside and it was also evidenced that t2 activated prematurely. Procedure was completed, after a non-significant delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
B5 was updated.

Event description:
It was reported that, during acl procedure, when using the fast-fix 360, the t1 did not deploy as it should; the device was removed with the fast fix system and it was evident that the internal needle was protruding from the outside and t2 was prematurely activated. Procedure was completed, after a non-significant delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle overmold assembly was significantly bent. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for t1 not deploying as it should, and t2's premature activation have been associated with unintended use of the device. Factors that could have contributed to the failures include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.